Event description:
It was reported the patient experienced inadequate pain control with an increase in pain. Impedence measurements suggested a partial fracture of both leads. The device was at end of life battery depletion. The patient recovered without sequela.

Manufacturer narrative:
(B) (4). Additional information has been requested, a follow-up report will be submitted if additional information becomes available.